Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the biomedical engineering department with a note that stated, "IV pump loses information when unplugged." No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events while the pump was in clinical use. During testing at the user facility while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.